Event description:
It has been reported to philips that the azurion 7 m20 system had multiple startup problems and that the user was unable to use the system due to it booting with an error. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system has multiple startup problems. Review of the system log file showed that there was an issue with xsc and geometry. Fse replaced the geo io box and xsc certeray and updated the xsc software. After replacing and updating the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.